Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. It was confirmed by x-ray. No diaphragmatic stimulation was noted. The injury was unresolved. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.